Event description:
Catheter issue-the pump connector of 8703w had a small nick in the lip of the pump connector. The healthcare professional (hcp) noticed this when removing the suture from the connector during the pump replacement. The hcp believed the nick in the connector had probably occurred during a previous replacement while removing the suture. No diagnostic testing or troubleshooting was required. The product issue was resolved by proactive removal of approximately 3cm of pump segment, including the connector, and replacement with 16 cm of 8596sc. The explanted segment was discarded. The patient was alive with no injury and no complications were reported. The patient was doing fine postoperatively and remained on the same dose. The pump was used to infuse morphine. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50555, implanted: (B)(6) 1998, product type catheter. (B)(4).